Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.087, lot: l735398, manufacturing site: haegendorf, release to warehouse date: 16.feb.2018. The device history record shows this lot of 6 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. Product was not returned. Device history records has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018 during the surgery, the 2.0 guide wire would not pass through the 8.0mm/2.0mm wire guide 140mm. It was confirmed that the correct wire and wire guide were being used. Additionally, the set was inspected on (B)(6) 2018 prior to the surgery. It is not sure if it was bio burden or damage to the 8.0mm/2.0mm wire sleeve. There was a minimal surgical delay of approximately minute or two minutes. Procedure was completed successfully with available alternate devices. There was no harm to the patient. This report is for one (1) 8.0mm/2.0mm wire guide. This is report 1 of 1 for (B)(4).